Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a broken belt clip. Customer also reported that their infusion set tape was not properly adhering. Customer's blood glucose level was reported as 600 mg/dl. The customer did not troubleshoot during the call. No product is expected to be returned.